Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no ac power indication. There was no report of patient involvement.

Manufacturer narrative:
Correction: the serial number initially reported was for the device.